Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. The lead will continue to be monitored. There were no patient consequences.